Event description:
The customer stated that she has been experiencing low blood glucose levels, and felt that the insulin pump was over delivering insulin. The customer stated that she has always needed between 20 and 24 units of insulin per day, but now she's had to cut it down to 16 to 18 units per day. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer was not comfortable using this device, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit did have cracks on the reservoir tube lip and battery tube threads.